Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3889-28, lot# v360244, implanted: (B)(6) 2009, product type: lead. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The manufacturers' representative (rep) reported that the patient noted she had a lack of therapy for about a year. She fell about a month prior to the report and the implantable neurostimulator tilted in the pocket. The rep was also unable to communicate/ connect with the clinician programmer or the programmer. Due to this, they were unable to run impedances. The rep did not know if there were historical impedances. Additional information from the rep reported the results of the imaging performed were unknown. The cause of the lack of effect and communication issue was not determined. It was unknown if the issues resolved. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.